Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition with unlocked safety slider. The deployment mechanism is in used condition, with partially deployed stent such that the level of active use of the system match the length of the partially deployed stent. Damage/ deformation potentially indicating a deficiency cannot be identified. The system is fully functional. The investigation leads to inconclusive result. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 2) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter.' Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. During the procedure when physician introduced the stent into the sheath 5f via superficial femoral artery, it was noted that resistance occurred. When the stent was removed out of the sheath, self deployment occurred. The procedure was completed using another device. There was no reported patient injury.